Event description:
It was reported that the customer's insulin pump alarmed motor error several times for the past week. It was stated that the device was dropped accidentally multiple times. Troubleshooting was performed, and no damage to the drive support cap noted. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. Unable to confirm the motor error alarm. The device was received with stripped battery cap coin slot. The motor was tested outside the device and passed. The drive support disk was found slightly loose. The device was received with cracked case at the display window corners, reservoir tube and battery tube threads, and scratched screen. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.